Event description:
Additional information was received from a manufacturer representative (rep). It was reported, that the cause of the lead migration was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 16-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was having to recharge her device twice a day, and she can feel the stimulation in her legs. Had her try the b program and she was getting the same recharging requirements, but was having more of her normal pain on the b program.  The rep noted that the patient was using differential target multiplexed (d.t.m.) Programming with the following settings: a1 at 2.3, a2, a3 and a4 at 6.5.  Since the patient was having more of their normal pain on group b, the rep had the patient turn it back to group a and recalculated down 70% on a1 and 65% on a2, a3 and a4.  The rep confirmed the patient wasn't feeling stimulation with the reprogramming and they would see if these new settings would also resolve the recharge frequency issue the patient reported.  The patient would call the rep back if they need further assistance. Additional information received from the rep indicated that the patient may feel some stimulation intermittently, however she was feeling quite a bit that was not comfortable. With the setting changes that were made, she is charging now once daily and the stimulation was turned down, to where is comfortable and not irritating her. Additional information received. Rep reported patient recharging has been better with some reprogramming, however she has tried dtm a, b, and c and states that she is getting only about 30% reduction of her pain. Will be in touch with medtronic counterpart in iowa to have them see her for reprogramming. Additional information was received from a rep. The rep reported that x-rays confirmed that the leads had pulled out of the epidural space. A lead revision was planned but no date was scheduled at the time of the report.